Event description:
On (B)(6) 2012, the patient contacted animas alleging that he experienced elevated bg of 347 mg/dl with increased urination and drowsiness after coming off the pump on (B)(6) 2012, due to moisture exposure of the pump. The patient reportedly did not contact his healthcare provider (hcp) for a back-up plan of insulin delivery after coming off the pump, but started insulin injections on his own, which may have been inadequate to keep its bg levels within target range. The patient had reportedly set an alarm to check his bg during the night after going on injections, but did not wake up with the alarm and therefore, did not check his bg. This complaint is being reported because the patient allegedly experienced hyperglycemia shortly after coming off the pump for a display issue without having an adequate back-up plan for insulin delivery.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked case around the display, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.